Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgical incision sutures were torn at the front while using the tip-up fenestrated grasper instrument. There was no bleeding as a result of this issue. There were no post-operative complications, and the procedure was completed with a back-up instrument. Per the reporter, there was no patient harm. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Did receive the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have a fully broken grip cable at the force amplification pulley location. There was no discoloration or evidence of corrosion/contamination, and the components surrounding the broken cable did not exhibit abnormal sharp edges or damage. The complaint was confirmed by failure analysis.